Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue began at 7pm on (B)(6) 2016. At this time the patient obtained blood glucose readings of "35 and 78mg/dl" with the subject meter and in response to this the patient took 3 additional units of insulin in accordance with their sliding scale. The patient stated that 12 hours prior to this they had developed the symptoms of "sweaty, hot and shaking" which they self-treated at 7pm on (B)(6) 2016 by "changing their pump supply". No further treatment was required at this time. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issues began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately erratic" subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed retain testing. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.